Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: clinical data was reviewed. Observed that three episodes were adjudicated as false by ai. But further analysis could not be performed as the pdd (programmer desktop demo) report could not be obtained due to the device was discontinued from remote monitoring network in october by the clinic and deleted from the remote monitoring network. Contributing factors that can lead to this event are documented in the risk management file. This event was foreseen in risk management and is included in monitoring, therefore no further investigation was required. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a text only episode on particular day transmission and the three electrocardiogram (ECG) where there were hours of ECG suspended was rejected by artificial intelligence (ai) algorithm.